Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Complete lead returned severed in two segments at 14 centimeters (cm) from terminal pin. Extracting stylet stuck inside the distal segment. No anomalies noted other than this lead was severed.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Moreover, this lead was noted to be severed. There were no additional adverse patient effects reported. All available information indicates that the product was abandoned surgically.